Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included endometriosis (approximate date of treatment 2015) and charcot-marie-tooth disease (approximate date of treatment 2019). Previously administered products included for an unreported indication: depo-provera from 2004 to 2008. Past adverse reactions to the above products included contraception with depo-provera. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2011. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 months after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic reaction related to nickel allergy"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms, hysterectomy (full), salpingectomy, tubal ligation), surgery (laparoscopic hysterectomy,bilateral salpingectomy,tubal ligation,removal of essure coils.), and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, vaginal haemorrhage, menorrhagia and allergy to metals outcome was unknown. The reporter considered allergy to metals, device dislocation, menorrhagia, perforation and vaginal haemorrhage to be related to essure. The reporter commented: laparoscopic tubal ligation via fulguration done on (B)(6) 2014. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received: events added from pfs- abnormal bleeding (vaginal, menorrhagia), did not undergo confirmation test. Lot number, historical condition, historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included endometriosis (approximate date of treatment 2015) and charcot-marie-tooth disease (approximate date of treatment 2019). Previously administered products included for an unreported indication: depo-provera from 2004 to 2008. Past adverse reactions to the above products included contraception with depo-provera. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2011. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 months after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic reaction related to nickel allergy"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms, hysterectomy (full), salpingectomy, tubal ligation), surgery (removal of essure coils.), surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, vaginal haemorrhage, menorrhagia and allergy to metals outcome was unknown. The reporter considered allergy to metals, device dislocation, menorrhagia, perforation and vaginal haemorrhage to be related to essure. The reporter commented: laparoscopic tubal ligation via fulguration done on (B)(6) 2014. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and perforation ("perforation of the essure device") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and allergy to metals ("allergic reaction related to nickel allergy"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms). At the time of the report, the device dislocation, perforation, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.